Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
Additional information was received from the patient. It was reported that the patient weighed (B)(6) at the time of the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) revealed no significant anomaly. The ins was functionally okay, with insignificant anomalies. Other applicable components are product ID 97712 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017product type implantable neurostimulator fdc 11 no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) indicating that both of the patient¿s batteries were replaced. The rep stated that they did not know what was causing the shocking. They noted that the patient felt symptoms in front of their head, but had almost 100% relief. However, they are an avid hiker, which may have contributed to issues with ¿rubbing¿ on the batteries and them ¿banging¿ against the back of their head. The rep indicated that contacts 11, 13, and 14 on the right system, and 10, 14, and 15 on the left system had impedance issues. They stated that the impedance issues were present before the ins replacements, but the rep was not sure when they were first discovered and what caused them. The rep mentioned that the patient didn¿t report any shocking intra-operative, so they went ahead with programming and will be turning stimulation on. The rep became aware of the patient¿s revision sometime last week, and will be returning the batteries for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A patient reported they were getting shocking sensation while recharging and wearing a heart rate monitor. The patient reported they leave the stimulation on while recharging. The patient was advised to not wear during recharging or try turning stimulation during recharge sessions. The patient was redirected to their healthcare provider. The indication for implant was non-malignant pain. Additional information was received from the patient on (B)(6) 2016 that reported that the steps taken to resolve the report of shocking while wearing a heart rate monitor was to remove the watch while recharging, which seemed to help with the unwanted sensation. However, the patient didn¿t feel comfortable using the product so she returned the watch and reverted to a basic watch that didn¿t have a heartrate monitor. The patient was wondering if she is more susceptible to interactions than other patients as her modulation setup is a bit different. She has two systems instead of just one. Information regarding concomitant product (implantable neurostimulator with serial number (B)(4)) captured in regulatory report # 3004209178-2016-24363.

Manufacturer narrative:
Other applicable components are: product ID: 97712, serial# (B)(4) implanted: (B)(6) 2014, product type: implantable neurostimulator. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was getting shocked while using the device, while charging, and with the device off. The device was explanted (B)(6) 2017. No further complications were anticipated. Additional information was received from manufacturer representative. It was reported that both devices were replaced and so far the patient had experienced no new shocking problems. She was to be seen in a couple of week for a post-operative visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 97712 (B)(4), implanted: (B)(6)2014, explanted: (B)(6)2017, product type: implantable neurostimulator . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient had both inss replaced due to shocking occurrences. The patient stated that they had shocking experiences while charging up either ins, so they had them replaced. It was reported that the patient first noticed the shocking in (B)(6)2016. It was reported that in the patient¿s previously report, it was stated that the shocking that occurred while wearing a monitor started in (B)(6)2016. No further complications were reported/anticipated.